Event description:
Customer reported in the (B)(6) clinic, "patient was 3/4 into cytoxan infusion when rn noted that the buretrol was empty and there was liquid on the floor. Liquid noted to be coming out of the bottom of the buretrol tube and slowing leading (leaking) out." No report of patient harm and no medical intervention required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported buretrol leak. The customer stated the set will not be returned because the hospital administration does not allow the staff to save or send any sets for vendors. Product was discarded.